Event description:
The device was implanted in (B)(6) 2008.

Manufacturer narrative:
(B)(4).

Event description:
A device was explanted after reaching eri, premature depletion was suspected. The device was replaced and the patient is in stable condition.

Manufacturer narrative:
Upon analysis, the device was in backup mode as received. Analysis indicated false eri had occurred about five month before explant date due to transient low battery voltage. This is most often due to fluctuations in battery measurements that normally occur as a result of device being operated with autocapture enabled. A post-explant backup operation occurred one month after explant date, likely due to cold temperature exposure. After replacing the battery, test results revealed normal device characteristics. Based on field settings, the battery life is estimated to last 8.17 years. This device was implanted for 8.19 years, which exceeded its projected longevity. The device is now in eol due to the backup operation and is considered to be exhibiting normal depletion.